Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. The customer's blood glucose level was impacted 543 mg/dl. The customer took a manual injection to stabilize blood glucose level. During troubleshooting with tandem technical support, the customer was able to reload a cartridge onto the pump.